Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, on (B)(6) 2014, alleging that the subject meter read inaccurately high compared to another device (freestyle). The reporter claimed obtaining blood glucose readings of ¿117 mg/dl¿ with the subject meter no other results were given. The tests were performed within 30 minutes of each other. This complaint is being reported because the reported results may not have met lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.